Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, there was a problem with the disposable. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4) - poor blade performance . Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07849. The same patient is represented in each medwatch.